Event description:
It was later reported that the shock function of the patient's implanted cardiac device was turned off for the procedure, and there was no ablation delivered near the patient's implantable cardiac device when the issue occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient¿s implanted cardiac device inhibited pacing when pulsed field energy was delivered on the left atrial ridge. The arterial line waveform flattened during the pacing inhibition episodes, and livefluoroscopy showed the cardiac silhouette ¿stand still¿ during these episodes. The physician changed the implanted cardiac device settings from ddd to doo, after which the instances subsided. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.